Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and performed visual inspection and found 1 of 2 sensors with needle bent inside sensor base. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened and used. 1 remaining sensor performed bicarbonate buffer. Sensor failed per specifications with no isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification. Also found needle separated with sensor and complaint against serter.

Event description:
The customer reported via phone call that they had to pull harder for the sensor needle to come off which caused them to bleed. The customer also reported that the serter would not release the sensor needle. The customer's blood glucose was 90 mg/dl at the time of incident. The sensor will be returned for analysis.